Event description:
It was reported an occlusion alarm occurred on (B)(6) 2026 and (B)(6) 2026 both resulting in the customers blood glucose level displaying as "high," a specific value was no provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.